Event description:
Additional information indicates surgical intervention was undertaken on 16 october 2020 wherein the lead was explanted and replaced. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient was unable to place their implantable pulse generator (ipg) was unable to enter MRI mode. Diagnostics were performed and patient had high impedances on their lead. Patient may undergo surgery to correct this issue. Patient is stable and has effective therapy.